Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate therapies due to noise on the pace/sense channel. Upon explant, it was observed that the conductor cables were outside the lead body deep in the pocket region. It was further noted the ICD was implanted subpectorally and that the lead was placed under the ICD can. The lead was capped and will not be returned for analysis.